Manufacturer narrative:
D4 serial and primary UDI number were revised. D6b explant date was added. E4 selection was added as it was omitted from the initial report that was submitted.

Event description:
The complainant reported that their impella 5.5 had a brief period of erratic aortic placement signal with values >190/>100. On echocardiography, placement of device was stable. Impella position unknown alarm previously present but none active during the event. Pump flows and motor current were stable. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the pd-anticontamination sleeve (separation, torn) cannot be established. The cause of the placement signal issue cannot be established.

Event description:
During her morning assessment, the nurse noted that the sterile sleeve had been pulled down and separated from the blue suture hub of the impella. After discuss with team at rounds she cleaned the exposed portion of the catheter with chg and wrapped it in tegaderm.

Manufacturer narrative:
B5 and h6 updated based on the additional information received from the clinical site

Manufacturer narrative:
Additional information has been provided in d3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.